Event description:
Pt reports experiencing double solis pump malfunction for serial numbers (B)(6). Pt reports both pumps giving downstream occlusion, clear occlusion between pump and pt. Rph advised pt to select stop pump & silence alarm for 2 minutes then remove the obstruction and restart pump. Pt reports pump did cycle once but on second cycle pump started to alarm. Pt changed tubing and cartridge & was still experiencing downstream occlusion alarm. Rph(registered pharmacist) advised pt to remove the distal clamp to ensure no obstruction was on/in the line; pt performed this for both pumps & each still alarming. Pt still has legacy pumps & asked if they could revert to that device as they did not want to go to the hospital. Rph advised that would be acceptable as long as legacy pump was still functional and able to successfully infuse veletri until the 2 replacement solis pumps are received. Pt was not able to get 1 legacy pump working; serial number unknown. Pt reports the legacy pump infused veletri for about 2-3 minutes then began alarming as well. Pt was able to get the second legacy pump working. The pharmacy will request cnss follow up with pt to ensure their technique & use of the solis pumps was not the issue. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Pt code: 4582, device code: 1271. Ref report: mw5172000.